Event description:
During preventive maintenance of a da vinci system, intuitive surgical, inc. (Isi) representative or the technical field specialist found that the patient side manipulator (psm) arm failed the yaw slow sweep. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the slow sweep axis 1 (yaw) test. The axis 1 brake was replaced and the arm was upgraded. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sewwp test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.